Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks across multiple episodes within a time period of approximately two months. The physician noted that this was due to oversensing of non-physiological noise. X-rays showed that the electrode was fully inserted but exhibited a slight bend in the pocket area. The noise was reproduced in both primary and alternate vectors. Subsequently, this s-ICD system was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.